Event description:
It was reported that the burr and rotawire detached and remained in the artery. The chronic totally occluded (cto) target lesion was located in the severely calcified mid left anterior descending artery. A 1.50mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, after a non-boston scientific guidewire crossed, a microcatheter was sent to exchange the rotawire for plaque rotational atherectomy (ra). The burr was embedded after repeated ra at a rotational speed of 180,000 rpm. There was no resistance felt during withdrawal. However, after the burr was pulled out, it was noted that the burr and rotawire were detached. The detached burr and rotawire could not be removed, remained inside the patient and put aside in the coronary artery. Since the lesion was a complete occlusion, no hemodynamic changes were caused by the exclusion and patient did not express discomfort during the procedure. There were no patient complications reported.